Event description:
The physician reports that the crystalens trailing haptic tore during insertion with the staar surgical lens injector system. Four additional lenses were damaged in the same manner. Intervention was performed in order to enlarge the incision, remove the damaged lenses, and suture the incision. A new crystalens was implanted successfully on a later date and the patient's prognosis is excellent. Reference mdrs: #2031924-2009-00044, # 2031924-2009-00045, #2031924-2009-00046, #2031924-2009-00047.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l for evaluation and subjected to visual examination. The investigation revealed the lens haptic was torn at the hinge. The damage is consistent with damage resulting from lens injector use. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system. Other: sutures.